Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the hardware failed and user was unable to pull any medication. The customer attempted to reboot the station, but the issue persisted. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer tested the remote manager door, and it clicked but did not open and examined the remote manager latch and found the mini switch connectors were tarnished. The latch with failing mini switches was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.